Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was not working. The customer plugged the pump into a charging source and the button worked correctly. There was no adverse effect to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.